Event description:
It was reported that patient complained of poor vision with non preloaded intraocular toric lens during post op examination. The lens was explanted in secondary procedure and replaced with lens of another company monofocal lens. Directions of use were followed and lens is not available for return. Additional information stated that patient is recovering. No further information was provided.

Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.